Manufacturer narrative:
(B)(4). Method: the actual device was received for analysis. A visual inspection and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending.

Event description:
Fill volume: 400ml. Flow rate: set at 2ml. Procedure: asku. Cathplace: epidural. It was reported on (B)(6) 2015 from an international distributor that a fast flow incident occurred with a pump. The customer alleges, "after the detected functions at the patient, the flow rate was tested and it was detected, that the flow was too fast. 14 ml/h instead of 2ml/h. After a few hours the patient rehabilitated again." Additional information was received on 12/3/2015: local anesthetic, ropivacaine, concentration 1%, used with pump. Pump was filled on (B)(6) 2015 at 13:00 with 400ml and stored at room temperature. Infusion began on (B)(6) 2015 at 14:00 and ended on (B)(6) 2015 at 22:00. The nurse discovered that the pump was empty while the patient was in the ICU. It was reported that the pump was set at 2ml flow and 14ml was administered. The red tab on the bolus pump was not removed. It was reported that the bolus button was pushed a few times. It was reported that the patient had complete anesthesia of the lower extremities and the patient's condition was later restored after discontinuing the pump. No patient injury or complication was reported. No other information was received at this time.

Manufacturer narrative:
(B)(4). Method: actual device was received for evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: the pump was received partially full. The bolus button was received in the downward position with the red priming key still attached. A red cap was attached at the distal luer and the bolus button was half way full. The red key and cap was removed and infusion was immediately observed. The bolus button popped back up. Infusion was verified on all the selected flow rates, 0ml/hr did not infuse. The pump was refilled to the nominal value of 400ml with 0.9% of saline. The saf was set to 14ml/hr and the flow accuracy test was performed. After 21.50 hours of testing, the pump yielded a flow rate of 13.31ml/hr, which is within specifications with a +/-20% tolerance. The pressure pot was performed without the filter on flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The average bladder pressure used was 8.52psi. Flow rate 2ml/hr yielded a flow rate of 2.09ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.96ml/hr which is which is within specifications with a +/-20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.69ml/hr which is within specifications with a +/-20% tolerance. Flow rate 14ml/hr yielded a flow rate of 14.01ml/hr which is within specifications with a +/-20% tolerance. The bolus indicator was refilled to the top and the bolus was depressed, bolus button functions properly. This was repeated a few times; the bolus button latched properly and dispensed the medication, the bolus had no issues refilling. The bolus dispensed 5.02g of fluid. No issue with the functionality of the bolus was observed. Bolus button testing was performed with the pressure set to 8.52psi. The bolus button safety test results yielded an average delivery amount of 2.065g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 5.0375g, all results are within specifications. Conclusion: the investigation summary concludes that fast flow was not observed. During the flow accuracy test, the pump was within specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. During safety bolus test and bolus volume test, the pca unit was within specifications. Based on the investigation, sample evaluation and DHR review no defect was found, the returned device functioned as intended. The investigation was based on information provided by the customer, manufacturer, sample evaluation and halyard post market surveillance history. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).